Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic pain, abdominal pain, dyspareunia, bleeding, urinary tract infection, stress urinary incontinence, and vaginal vault prolapse. All other information is unknown.